Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Replacement of computer was cancelled at request of customer. Suspect device is not expected to be returned to manufacturer for further evaluation.

Event description:
A medtronic representative reported a stealthstation tria navigation system computer with various applications that randomly become unresponsive. No patient was present at the time of the alleged malfunction.